Manufacturer narrative:
(B)(4). The pump was received with a cracked battery tube threads, a scratched case, a missing display window cover, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label fading. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. However, the pump was also received with a blank display due to shifted battery tube assembly. Unable to perform all functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment, belt clip rails and battery cap was also damaged. The customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.